Manufacturer narrative:
Name - medtronic minimed street - 18000 devonshire street city - northridge state - ca zip code - 91325. Based on the available information, this event is deemed to be serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545. E1: patient city: (B)(6). Patient country: netherlands.

Event description:
It was reported that the patient experienced high blood glucose event for more than four hours with value of 29 mmol/l with ketones present and went to emergency room on (B)(6) 2026. The patient changed infusion set reservoir and gave bolus and was given eight units of insulin injection in the hospital. The patient also reported site was not changed as per IFU and cdc guidelines.